Event description:
On (B)(6) 2012, it was reported that the patient was hospitalized for diabetic ketoacidosis on (B)(6) 2012 and (B)(6) 2012. The reporter communicated the following sequence of events: on (B)(6) 2012 - the patient went to a health center due to nausea and back pain. The patient was said to have removed the pump for a chest x-ray and the pump remained in the room during the procedure, and the patient returned to insulin pump therapy (ipt) after the exam was completed. No blood glucose (bg) readings were available until (B)(6) 2012 at 12:00 noon when the patient stated that her bg was 120mg/dl. The reporter stated that on (B)(6) 2012 at 8:30pm, the patient was transported to the emergency room for elevated bg and received intravenous fluids with insulin in the emergency room; the patient was discharged about 9 hours later on ipt. It was said on (B)(6) 2012, the patient was again transported to the same emergency room, received the same treatment and, this time, was admitted to the hospital. The reporter stated that a nurse said that the pump did not deliver the insulin that the pump history indicated had been delivered. The patient reported that her bg was 558mg/dl on (B)(6) 2012 and was 370mg/dl on (B)(6) 2012. The reporter noted that the patient experienced emesis and lethargy on both days. The patient did not return to pump therapy after the second admission until customer technical support (cts) sent a replacement pump. The reporter reviewed the pump with cts and found an empty cartridge alarm on (B)(6) 2012 at 3:46am and low battery warning on (B)(6) 2012 at 11:44pm. The bolus history indicated that the patient bolused twice with the pump on (B)(6) 2012 and not at all on (B)(6) 2012 through (B)(6) 2012. Additional days of zero bolus delivery occurred on 5 days in early (B)(6) 2012 and 10 days in (B)(6) 2012. On all other days in (B)(6) and (B)(6) , the bolus history showed single deliveries of bolus each day. The patient claimed that she knows that she bolused every day and alleged that the pump did not record the boluses. This complaint is being reported based on the following conclusions: the patient had symptoms of serious injuries on two occasions while using insulin pump therapy. In addition, the patient claimed that the pump did not record boluses that were said to have been delivered.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There were no boluses found in the pump's history from (B)(6) 2012 to (B)(6) 2012. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history.